Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported: "loss of image". Based on additional information received on oct-29-2025 from an additional customer contact indicating that the patient experienced desaturation, this case is now classified as an adverse event. Cross reference MDR (on the unidrive unit as a coconmitant item): 9610617-2025-01999.